Event description:
It was reported that the stent moved on balloon. A 4.00x20mm promus element¿ plus drug-eluting stent was selected for use to treat the lesion. Upon introduction of the device, the physician noted that the stent was out of position in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that after the stent was unpacked and was removed from the "perfect sealing protection", the physician attempted to introduce the stent delivery system (sds) via the 0.014" unspecified guide wire using the over the wire technique. However, upon introducing the device, the physician noted that a "big part" of the sds, where the stent was mounted, was exposed out of the border of the stent. The device was disposed and exchanged with another stent. The procedure was ended uneventful and successfully.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved proximally on the balloon. The entire length of the crimped stent received damage in the form of bunching and overlapping of the stent struts. The stent protector was not returned on the shaft of the device, which would suggest the damage occurred to the stent after stent protector removal. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. The inner wire lumen and outer had a 1mm longitudinal tear distal to the port bond skive with compression failure damage also evident distal to the skive. The damage evident is consistent with excessive torsional forces (skive) and compression forces (outer/inner) been exerted on the shaft at this location. During microscopic examination, there appears to be fm (similar to solidified blood) within the skive location. This type of damage that is evident is consistent with a delivery catheter that met a significant resistance during advancement attempts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).